Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician was unable to cross a lesion in an unknown vessel. As he attempted to retrieve the stent back into the guide catheter, a part of the stent became caught on the end of the guide catheter. The physician had to cut the catheter on the proximal end and insert a larger catheter over it in order to retrieve the stent. The lesion location, the percent stenosis or if the lesion had been predilated are unknown. The clinical outcome was "okay". No patient injuries or complications were reported.